Event description:
According to the report, the patient underwent replacement of the ascending aorta due to dissection. A triplex graft was placed and bioglue was used in the procedure. The patient has experienced an ongoing slight fever since the surgery.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, a patient underwent replacement of the ascending aorta due to dissection. A triplex graft was placed and bioglue was used in the procedure. The patient experienced ongoing slight fever since the surgery. At the time of the initial report, the surgeon believed the fever was being caused by bioglue. However, additional details were provided that indicate that the patient has recovered. The surgeon has subsequently used bioglue in two similar cases and fever was not observed in those cases. Therefore, the surgeon determined that the fever was not caused by the use of bioglue. A review of manufacturing records could not be performed as the lot number of the bioglue was not provided. The event was determined by the surgeon to not be related to bioglue usage. No further action is required.